Event description:
The customer reported that the seal on the distal end of the camera had come off/detached. The issue was noted during maintenance of the flex deflectable videoscope, in a non-clinical setting. There was no patient involvement, and no harm was reported as a result of the event. During inspection of the device, stickiness/foreign material was found on the universal chord, likely due to insufficient device cleaning/reprocessing.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, the reported issue of the seal on the distal end of the camera had come off/detached was not confirmed, however, stickiness/foreign material was found on the device universal cord. A definitive root cause of the foreign material could not be determined, however, the issue was likely the result of fluid immersion and insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.